Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from september 22, 2014 ¿ september 25, 2014. Evaluation summary: the device was received for evaluation. During visual inspection white particles were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particles to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate in the reservoir of a small volume intermate. The device was filled with tazocin and tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: phone number - (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.